Event description:
Surgeon and resident used a trephine to drill tibial tunnel during an acl surgery. The trephine deformed during use.

Manufacturer narrative:
(B) (4). Device evaluation; the damaged coring reamer (p/n 900729) displayed unusual expansion and spiral tears of the steel that originated at the point of each tooth. An effort was made to duplicate the damage by cutting into both steel, aluminum and polyethylene using a mill as the driver of the coring reamer. These 3 test pieces were from the same supplier lot of the damaged coring reamer. The only damage that occurred during this test was dulling the teeth. No fracture or other type of damage was evident on the test pieces. At this time we have been unable to cause similar damage to a test piece that the returned part displayed. The type of damage has also not been experienced previously with this part family. No patient injury has been reported at this time. If information is received in the future that indicates otherwise, a follow-up reported will be submitted.